Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced exposure of the receiver/stimulator unit. The patient underwent a procedure (date not reported) to remove granulation tissue and to reposition the implant body. The implanted device remains.